Manufacturer narrative:
Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made to contact the account to obtain the resolution for this alleged issue. Based on receiving no response from the account, no further action is required.

Event description:
Hill-rom received a report from the account stating the pt positioning module will not set. The bed is located in the shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).